Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead exhibited intermittent capture. The pocket was reopened and this lead was explanted. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.